Manufacturer narrative:
Analysis of the programmer (B)(4) revealed failed test 1006 internal antenna updated conclusion, result and method codes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37642, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported the parkinson¿s disease patient observed the error code 006 on their patient programmer. It was further reported the patient ¿had not been able to adjust his settings and had been confined to a wheelchair¿ while on vacation as a result of the event. The patient reportedly ¿attempted to communicate with his deep brain stimulation (dbs) device, but error code 006 was displayed.¿ the patient replaced the programmer batteries and checked all the buttons to assure they weren¿t sticking, but this did not correct the issue. The patient¿s programmer was replaced as a result of the event. There were no surgical interventions planned or undertaken and the patient was alive with no injury at the time of report. Additional information received on 2015-11-03 from a manufacturing representative reported the patient programmer was going to be returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.